Manufacturer narrative:
On 3/2/2021, the product investigation was completed. It was reported that a 87 year-old male patient underwent cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported by the caller there was a steam pop while ablating along the cti line. The physician felt the steam pop. The case continued. The patient was stable and then about 10 minutes later the patient became extremely hypotensive. The echo confirmed the patient had pericardial effusion. A pericardiocentesis was done. The caller is unsure of how much fluid was removed. The patient was stable. The patient is staying overnight for observation and is stable. Device evaluation details: the device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting correctly. Then, the irrigation test failed, the catheter not irrigated. A failure analysis was performed and the catheter was found occluded with reddish brown material inside the luer hub. A manufacturing record evaluation was performed for the finished device 30457754m number, and no internal action was found during the review. The root cause of the adverse event remains unknown. Physician's opinion regarding the cause of the adverse event is that it was related to patient's condition and procedure. The root cause of the occlusion cannot be determined, it could be related to the procedure since there is evidence that the device was manufactured in accordance with documented specification and procedures. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1/28/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record was performed for the finished device 30457754m number, and no internal actions related to the reported complaint were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported by the caller there was a steam pop while ablating along the cti line. The physician felt the steam pop. The case continued. The patient was stable and then about 10 minutes later the patient became extremely hypotensive. The echo confirmed the patient had pericardial effusion. A pericardiocentesis was done. The caller is unsure of how much fluid was removed. The patient was stable. The patient is staying overnight for observation and is stable. The caller states the physician has not commented on what happened or what may have caused the pericardial effusion. The caller also states a dec nav catheter was used. Physician's opinion regarding the cause of the adverse event is that it was related to patient's condition and procedure. Visitag parameters for stability were 2mm, 3 sec, force 2g at 25%. No additional filters were used during this case. Patient was admitted for observation and care following the procedural complications. No transseptal puncture was performed. There is no sheath information. Ablation was performed prior to noting cardiac tamponade. Irrigation setting were 15ml/min during ablation. There is no information regarding generator parameters. There were no issues or errors reported on any bwi products or equipment during the procedure. Since this event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR-reportable.